Manufacturer narrative:
During testing and repair at the service center the device alarmed. This was due to a leak in the product tank.

Event description:
It was reported that the product tank is leaking.